Event description:
The customer obtained erroneously elevated accutni results on the beckman coulter access 2 immunoassay system within the risk stratification range of the assay for two patients. Repeat testing of the patient samples produced lower results within the normal reference range of the assay for both patients. Service was dispatched for this event and the on site fse performed some hardware repairs at that time. Although repairs were completed at the time of service, a definitive root cause for this event has not been determined to date.

Manufacturer narrative:
(B)(4).